Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was not feeling adequate stimulation from the spinal cord stimulator. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned to bsn.